Manufacturer narrative:
The balloon catheter, 2af284 with lot number 80379, was returned and analyzed. Visual inspection of the balloon catheter showed the catheter was intact without any issue. Smart chip verification indicated that the catheter was not used. Without reprogramming the catheter, it was connected to the console and no system notices were received; catheter was recognized. The catheter passed the insertion test with a test sheath. The balloon was advanced outside the sheath and aspiration/flushing was performed without any issue. During inflation the shape of the balloon was not spherical but oval and the push-button was not retracting as expected. X-ray imaging showed the guide wire lumen was kinked at the balloon segment. The outer diameter of the balloon proximal and distal bonding were within specification 0.156 and 0.153 inches respectively. The dissection/pressure test showed a guide wire lumen kink inside the balloons at 1.41 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.